Event description:
Problem: fibulink and deltoid repair failed in an older female >(B)(6) lbs with distal fibula, syndesmotic instability and deltoid injury. On (B)(6) 2019, surgeon performed open reduction and internal fixation (orif), deltoid direct repair and syndesmotic fixature with fibulink. Patient was grossly non-compliant with early weight bearing and failed to show up until 6 week post op. On (B)(6) 2019, surgeon performed a revision surgery during which the fibulink was removed. It was noted upon the initial removal of the fibula button that the link did not come out with the button, indicating that athe suture may have been intact. This could indicate that the fibulink did not actually fail, but it was the failure of teh deltoid ligament on the medial side that led to symptoms. The hospital staff failed to retain the removed implant despite requests to do so.